Event description:
Customer reported a possible case of hemolysis occurring in a pt treated on a phoenix machine. The pt completed therapy and left the clinic since nothing in the treatment appeared abnormal. However, the pt later went to the hosp and was diagnosed with hemolysis. Pt flow sheets and laboratory results have been provided. Since nothing appeared amiss during the therapy, the staff discarded the blood tubing set. The machine has been pulled from service.